Manufacturer narrative:
Three opened 25 gauge (ga) trocar assemblies in a tray were received. The samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for cannula inner diameter and were found conforming. A functional fit test was unable to be performed since the associate probe was not returned. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the procedure went well and the patient is doing fine.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the trocar got stuck in the middle of a vitrector shaft during a procedure. The issue was resolved by replacing the trocar and the procedure was completed.